Event description:
It was alleged that an end user was hospitalized for respiratory distress due to a heated humidifier "overheating" and causing the water to evaporate from the humidifier chamber. The end user also alleges this led to inhalation of "hot air and heated plastic fumes". The heated humidifier was being used as an accessory to a continuous positive airway pressure (CPAP) device. No product has been returned for eval, and the MFR is investigating the allegation. Upon completion of the MFR's investigation, a f/u report will be filed.